Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: biopsy channel had a leak, scope cover had a leak, probe cover had insufficient insulation, coupled charged device cover lens was chipped, coupled charged device cover lens was scratched, probe cover sharp edge had a snag, bending section cover glue was separated, bending tube was shorten, connecting tube was scratched, connecting tube was sticky, air/water nut painting was peeled off, suction cylinder nut painting was peeled off, suction cylinder was deformed, universal cord was scratched, angulation was defected/malfunctioned, and angulation control knob was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited parts of the forceps valve and endoscopy that fell on the suction channel. There were no reports of patient involvement associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material found in the device led to the malfunction. Olympus could not conclusively specify the cause of the foreign material remained in the device. The event can be detected and prevented by following the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.